Manufacturer narrative:
Investigation: luer lock breakage. Picture received shows the luer lock broken. (B)(4) retained samples have been checked. No defects have been found. It is possible to properly connect the retained samples to two syringes and blow air to the vial (picture 1 and 2). No breakage or other type of defects have been found during this operation. (Picture 3) . Inspections and tests: the tests performed during the manufacturing process to avoid faulty parts are listed below: during molding process (according ph-300 current version): visual inspections for injector parts (cylinder, needle housing, safety sleeve, piston and membrane) are performed by the operator to avoid faulty parts (flashes, unfilled and burned parts, etc). Critical to quality dimensions of all injector components are measured to check if the dimensions are within tolerance. Assembly process: (according to ph-301 current version) the following visual inspections are performed by the operator: safety sleeve must be connected and should be turning with the cylinder and piston. The functionality of the grips is verified. Verify the correct welding of the membrane, color and aspect. Cylinder assembly. Piston must be fixed by the safety sleeve. Needle housing should rotate clockwise and tip of the cannula must be observed. Cannula length (with a calliper gauge). Functionality and piston welding test: quality and functionality of the membrane is verified after be welding and penetrated by the cannula. Positive pressure test is done according to pc-225. During this test, the injector is connected to a syringe to verified that the piston bear the needed pressure. No issues noted during this test in DHR. Results have been ok. Root cause: no root cause found. Conclusion: the picture confirms the claimed defect. No qn¿s or other defects have been found during DHR revision. Retained samples does not show the defect. Based on information, above and the frequency of the defect (according to ps-001), and taking into account the acceptable results for retained samples and manufacturing process, it was determined that no CAPA is required. (B)(4).

Event description:
It was reported that a chemo spouted from a broken bd phaseal¿ injector luer lock n35. There was no reported medical intervention or serious injury.